Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that during a cataract extraction with intraocular lens implant procedure the aspiration stopped during sculpt mode. The case was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 27, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).